Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Neither the tm monoblock tibia nor the tm patella is reported to have failed, rather the tm patella was reported to be well fixed while the tm monoblock tibia required revision. The tm monoblock tibia (10mm thick poly) was revised to a cemented modular tibial tray with a 17mm poly insert which corrected the instability. The underlying reason for the instability is unk. Should add'l info be received, this report shall be updated.

Event description:
It was reported by a pt (on medwatch report - that they had a total knee replacement on (B)(6) 2011 upon which, the pt was implanted with both a zimmer tmt monoblock tibia and tm patella. It was noted that the pt has right knee chondromalacia. On (B)(6) 2012, the pt complained of pain and a revision of the tibial baseplate with the tm monoblock poly insert was performed. No other components were revised per the operative notes. On (B)(6) 2014, the pt reported complications with pain in their knee; however, there is no info indicating that the remaining tm patella component was revised.